Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. The metal ring was deployed and came loose at the tip before the bag was unfolded. The device could not be used and was removed. The product was used on a covid patient and the product was disposed. Additional information received by email from representative on 09nov2020 by ¿metal ring¿ it is confirmed that this is referring to the support prongs of the bag. One end sprang loose causing the bag to be flat not an opening to place the specimen in. The bag did not fall off. Patient status: patient is fine type of intervention: ni.

Event description:
Type of procedure performed: ni. The metal ring was deployed and came loose at the tip before the bag was unfolded. The device could not be used and was removed. The product was used on a covid patient and the product was disposed. Additional information received by email from representative on 09nov20 by ¿metal ring¿ it is confirmed that this is referring to the support prongs of the bag. One end sprang loose causing the bag to be flat not an opening to place the specimen in. The bag did not fall off. Additional information provided by distributor via email 17nov20: according the scrub sister the metal ring tip sprang loose when they¿ve opened the metal ring. The bag was still attached. Patient status: patient is fine. Type of intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a detached support could not be confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.